Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient (date of implant (B)(6) 2020; also supported by another manufacturer's right ventricular assist device (rvad)) has had sustained elevated pulsatility index (pi) values. This is despite stable filling pressures and afterload. Transthoracic echocardiogram (tte) potentially showed late tamponade. Log file review showed persistent pi events. No other unusual events were noted. Technical support did note that fixed speed and the low limit are both set to 5400 rpm. Tamponade was confirmed. Tamponade was caused by bleeding. Patient showed hypotension despite volume resuscitation. This was confirmed with tte. Tamponade was treated by redoing sternotomy. Patient was reportedly doing okay.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding cannot be conclusively determined through this investigation. A specific cause for the reported hypotension cannot be conclusively determined through this investigation. The heartmate 3 lvas instructions for use lists bleeding and pericardial fluid collection as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The IFU provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing this event.